Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer stated their cgm read 'high', elevated blood glucose was addressed by changing the pump supplies and a bolus via the pump.